Event description:
Reporter indicated that the pt was implanted in 2007. Four weeks later, the pt called in to report that the vns was worsening his depression, causing him to be sleepy and tired all the time, and that he is experiencing some mild gastrointestinal problems. The physician stated that his depression has worsened above pre-vns levels. The pt used the magnet to disable the device and stated that he felt much better, his gastrointestinal problems went away, and that his depression improved. The physician further explained that the pt has not had any medication changes or any external factors which could be contributing to the worsening depression. The physician indicated that he would increase the pt's settings to see if an improvement is seen or will otherwise have the device turned off. The physician also stated that he can't conclusively determine that the symptoms are vns related until he tries to increase the settings.